Event description:
It was reported there was a filling problem. The healthcare provider (hcp) had been unable to fully refill pump on the last two refills. The hcp had not been able to get the full 40 ml in the pump reservoir, and was stopped at 35ml. No further information was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Supplemental submitted to correct conclusion codes.

Manufacturer narrative:
(B)(4)